Event description:
"E" was initially received via regulatory authority (FDA, reference number: (B)(4)) on 24-oct-2015. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), diverticulitis ("diverticulitis pocket"), procedural haemorrhage ("bleeding during essure implant") and neuropathy peripheral ("peripheral neuropathy") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker and nickel sensitivity. Concomitant products included pregabalin (lyrica). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("cramping during essure implant"). In 2010, the patient experienced malaise ("felt sick all the time"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, burning sensation and paraesthesia. In 2013, the patient experienced diverticulitis (seriousness criterion medically significant) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), pain ("pain everywhere"), hyperhidrosis ("sweating"), fibromyalgia ("fibromyalgia") with arthralgia and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, neuropathy peripheral, procedural pain, nausea, pain, hyperhidrosis, fibromyalgia and dyspareunia outcome was unknown and the diverticulitis and malaise had not resolved. The reporter provided no causality assessment for hyperhidrosis with essure. The reporter considered diverticulitis, dyspareunia, fibromyalgia, malaise, nausea, neuropathy peripheral, pain, pelvic pain, procedural haemorrhage and procedural pain to be related to essure. Quality-safety evaluation of ptc: final assessment:final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: summons received : case became incident. Event pain was updated to the meddra llt left lower side pain. Events: painful intercourse, pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4).) On (B)(6)2015. The most recent information was received on (B)(6)2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('an ectopic pregnancy') and diverticulitis ('diverticulitis pocket') in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included headache, migraine, chest pain, diverticulitis, high cholesterol, ectopic pregnancy, hyperlipidemia and vitamin d deficiency. CT scan demonstrates evidence of sigmoid diverticulitis without perforation or abscess. Previously administered products included for an unreported indication: depo-provera from (B)(6)2010 to (B)(6) 2010. Concurrent conditions included depression since 2014, irritable bowel syndrome since 2000, smoker, nickel sensitivity, gerd, knee arthritis, left lower quadrant pain, vomiting, cramp in lower abdomen, haemorrhagic ovarian cyst and morbid obesity. Concomitant products included ondansetron (zofran) for nausea as well as ciprofloxacin, duloxetine hydrochloride (cymbalta) from 2012 to 2014, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, magnesium since 2014, metronidazole, omeprazole, pregabalin (lyrica), tramadol since 2015, vitamin d nos (vitamin d) since 2015 and zolpidem since 2015. On(B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced procedural haemorrhage ("bleeding during essure implant") and procedural pain ("cramping during essure implant"). In 2010, the patient experienced malaise ("felt sick all the time"). In 2012, the patient experienced neuropathy peripheral ("peripheral neuropathy/neurological conditions or problems type: peripheral neuropathy,") with hypoaesthesia, burning sensation and paraesthesia. In 2013, the patient experienced diverticulitis (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea") and abdominal pain ("pain in abdomen / spasm in my right side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain everywhere"), hyperhidrosis ("sweating"), muscular weakness ("muscle weakness"), gastrointestinal disorder ("bowel problem"), bladder disorder ("bladder problem"), dyspepsia ("digestive problem"), cyst ("had cyst"), allergy to metals ("allergic to nickel"), anxiety ("and have anxiety"), pain in extremity ("I cannot tolerate socks, do you also have shooting pain? I have peripheral neuropathy in both feet") and central nervous system lesion ("I also have lesions on my brain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, procedural haemorrhage, neuropathy peripheral, procedural pain, nausea, pain, hyperhidrosis, fibromyalgia, vaginal haemorrhage, menorrhagia, abdominal pain, muscular weakness, gastrointestinal disorder, bladder disorder, dyspepsia, cyst, anxiety, pain in extremity and central nervous system lesion outcome was unknown, the diverticulitis and malaise had not resolved and the genital haemorrhage, dyspareunia and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, central nervous system lesion, cyst, diverticulitis, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hyperhidrosis, malaise, menorrhagia, muscular weakness, nausea, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details,:right tube:3 coils visible. Left tube: 4coils visible concerning the injuries reported in this case, the following one were described in patients medical record confirming:abdominal pain concerning the injuries reported in this case, the following ones were reported via social media: dyspepsia, bladder disorder, muscular weakness, gastrointestinal disorder, cyst, allergy to metals, anxiety. Lot number: 710563 manufacturing date: 2008-12 expiration date: 2011-12 quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), diverticulitis ("diverticulitis pocket"), procedural haemorrhage ("bleeding during essure implant"), neuropathy peripheral ("peripheral neuropathy/neurological conditions or problems type: peripheral neuropathy,") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, chest pain, diverticulitis, high cholesterol, ectopic pregnancy, hyperlipidemia and vitamin d deficiency. CT scan demonstrates evidence of sigmoid diverticulitis without perforation or abscess. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010. Concurrent conditions included smoker, nickel sensitivity, gerd, irritable bowel syndrome since 2000, depression since 2014, knee arthritis, left lower quadrant pain, vomiting, cramp in lower abdomen, haemorrhagic ovarian cyst and morbid obesity. Concomitant products included ondansetron (zofran) for nausea as well as ciprofloxacin, duloxetine hydrochloride (cymbalta) from 2012 to 2014, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, magnesium since 2014, metronidazole, omeprazole, pregabalin (lyrica), tramadol since 2015, vitamin d nos (vitamin d) since 2015 and zolpidem since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("cramping during essure implant"). In 2010, the patient experienced malaise ("felt sick all the time"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, burning sensation and paraesthesia. In 2013, the patient experienced diverticulitis (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain everywhere"), hyperhidrosis ("sweating") and abdominal pain ("pain in abdomen"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, neuropathy peripheral, procedural pain, nausea, pain, hyperhidrosis, fibromyalgia, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown, the diverticulitis and malaise had not resolved and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter provided no causality assessment for hyperhidrosis with essure. The reporter considered abdominal pain, diverticulitis, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, malaise, menorrhagia, nausea, neuropathy peripheral, pain, pelvic pain, procedural haemorrhage, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details,:right tube:3 coils visible. Left tube: 4coils visible. Concerning the injuries reported in this case, the following one were described in patients medical record confirming:abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 18-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), diverticulitis ("diverticulitis pocket"), procedural haemorrhage ("bleeding during essure implant"), neuropathy peripheral ("peripheral neuropathy/neurological conditions or problems type: peripheral neuropathy,") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, chest pain, diverticulitis, high cholesterol, ectopic pregnancy, hyperlipidemia and vitamin d deficiency. CT scan demonstrates evidence of sigmoid diverticulitis without perforation or abscess. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included smoker, nickel sensitivity, gerd, irritable bowel syndrome since 2000, depression since 2014, knee arthritis, left lower quadrant pain, vomiting, abdominal pain lower, follicular cyst of ovary and morbid obesity. Concomitant products included ondansetron (zofran) for nausea as well as ciprofloxacin, duloxetine hydrochloride (cymbalta) from 2012 to 2014, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, magnesium since 2014, metronidazole, omeprazole, pregabalin (lyrica), tramadol since 2015, vitamin d nos (vitamin d) since 2015 and zolpidem since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("cramping during essure implant"). In 2010, the patient experienced malaise ("felt sick all the time"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, burning sensation and paraesthesia. In 2013, the patient experienced diverticulitis (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("pain everywhere"), hyperhidrosis ("sweating") and abdominal pain ("pain in abdomen"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, neuropathy peripheral, procedural pain, nausea, pain, hyperhidrosis, fibromyalgia, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown, the diverticulitis and malaise had not resolved and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter provided no causality assessment for hyperhidrosis with essure. The reporter considered abdominal pain, diverticulitis, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, malaise, menorrhagia, nausea, neuropathy peripheral, pain, pelvic pain, procedural haemorrhage, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details,:right tube:3 coils visible. Left tube: 4coils visible concerning the injuries reported in this case, the following one were described in patients medical record confirming:abdominal pain quality-safety evaluation of ptc: final assessment:final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs & mr received. Lot number was added. Reporter's information was added. Patient's demographics were added. Added event dyspareunia, abnormal bleeding (vaginal, menorrhagia), fatigue, pain in abdomen, heavy bleeding. Updated onset date of events. Updated outcome of events(dyspareunia, fatigue,, heavy bleeding). Medical history, concomitant condition, concomitant drug were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1915) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), diverticulitis ('diverticulitis pocket'), procedural haemorrhage ('bleeding during essure implant') and neuropathy peripheral ('peripheral neuropathy/neurological conditions or problems type: peripheral neuropathy,') in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, chest pain, diverticulitis, high cholesterol, ectopic pregnancy, hyperlipidemia and vitamin d deficiency. CT scan demonstrates evidence of sigmoid diverticulitis without perforation or abscess. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to june 2010. Concurrent conditions included depression since 2014, irritable bowel syndrome since 2000, smoker, nickel sensitivity, gerd, knee arthritis, left lower quadrant pain, vomiting, cramp in lower abdomen, haemorrhagic ovarian cyst and morbid obesity. Concomitant products included ondansetron (zofran) for nausea as well as ciprofloxacin, duloxetine hydrochloride (cymbalta) from 2012 to 2014, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, magnesium since 2014, metronidazole, omeprazole, pregabalin (lyrica), tramadol since 2015, vitamin d nos (vitamin d) since 2015 and zolpidem since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("cramping during essure implant"). In 2010, the patient experienced malaise ("felt sick all the time"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, burning sensation and paraesthesia. In 2013, the patient experienced diverticulitis (seriousness criterion medically significant) with abdominal pain lower. In october 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In december 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In july 2015, the patient experienced nausea ("nausea") and abdominal pain ("pain in abdomen / spasm in my right side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain everywhere"), hyperhidrosis ("sweating"), muscular weakness ("muscle weakness"), gastrointestinal disorder ("bowel problem"), bladder disorder ("bladder problem"), dyspepsia ("digestive problem"), cyst ("had cyst"), allergy to metals ("allergic to nickel") and anxiety ("and have anxiety"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, neuropathy peripheral, procedural pain, nausea, pain, hyperhidrosis, fibromyalgia, vaginal haemorrhage, menorrhagia, abdominal pain, muscular weakness, gastrointestinal disorder, bladder disorder, dyspepsia, cyst and anxiety outcome was unknown, the diverticulitis and malaise had not resolved and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, cyst, diverticulitis, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hyperhidrosis, malaise, menorrhagia, muscular weakness, nausea, neuropathy peripheral, pain, pelvic pain, procedural haemorrhage, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details,:right tube:3 coils visible. Left tube: 4coils visible concerning the injuries reported in this case, the following one were described in patients medical record confirming:abdominal pain concerning the injuries reported in this case, the following ones were reported via social media: dyspepsia, bladder disorder, muscular weakness, gastrointestinal disorder, cyst, allergy to metals, anxiety. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new events muscle weakness, bowel problem, bladder problem, digestive problem, cyst, allergic to nickel and have anxiety. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 24-oct-2015. The most recent information was received on 10-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), procedural haemorrhage ('bleeding during essure implant'), diverticulitis ('diverticulitis pocket') and neuropathy peripheral ('peripheral neuropathy/neurological conditions or problems type: peripheral neuropathy,') in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, migraine, chest pain, diverticulitis, high cholesterol, ectopic pregnancy, hyperlipidemia and vitamin d deficiency. CT scan demonstrates evidence of sigmoid diverticulitis without perforation or abscess. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included depression since 2014, irritable bowel syndrome since 2000, smoker, nickel sensitivity, gerd, knee arthritis, left lower quadrant pain, vomiting, cramp in lower abdomen, haemorrhagic ovarian cyst and morbid obesity. Concomitant products included ondansetron (zofran) for nausea as well as ciprofloxacin, duloxetine hydrochloride (cymbalta) from 2012 to 2014, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, magnesium since 2014, metronidazole, omeprazole, pregabalin (lyrica), tramadol since 2015, vitamin d nos (vitamin d) since 2015 and zolpidem since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("cramping during essure implant"). In 2010, the patient experienced malaise ("felt sick all the time"). In 2012, the patient experienced neuropathy peripheral (seriousness criterion medically significant) with hypoaesthesia, burning sensation and paraesthesia. In 2013, the patient experienced diverticulitis (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea") and abdominal pain ("pain in abdomen / spasm in my right side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain everywhere"), hyperhidrosis ("sweating"), muscular weakness ("muscle weakness"), gastrointestinal disorder ("bowel problem"), bladder disorder ("bladder problem"), dyspepsia ("digestive problem"), cyst ("had cyst"), allergy to metals ("allergic to nickel"), anxiety ("and have anxiety"), pain in extremity ("I cannot tolerate socks, do you also have shooting pain? I have peripheral neuropathy in both feet") and central nervous system lesion ("I also have lesions on my brain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural haemorrhage, neuropathy peripheral, procedural pain, nausea, pain, hyperhidrosis, fibromyalgia, vaginal haemorrhage, menorrhagia, abdominal pain, muscular weakness, gastrointestinal disorder, bladder disorder, dyspepsia, cyst, anxiety, pain in extremity and central nervous system lesion outcome was unknown, the diverticulitis and malaise had not resolved and the genital haemorrhage, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, central nervous system lesion, cyst, diverticulitis, dyspareunia, dyspepsia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hyperhidrosis, malaise, menorrhagia, muscular weakness, nausea, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details,:right tube:3 coils visible. Left tube: 4coils visible. Concerning the injuries reported in this case, the following one were described in patients medical record confirming:abdominal pain concerning the injuries reported in this case, the following ones were reported via social media: dyspepsia, bladder disorder, muscular weakness, gastrointestinal disorder, cyst, allergy to metals, anxiety. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media contents received : events added-pain in extremity, central nervous system lesion. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 24-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('an ectopic pregnancy') and diverticulitis ('diverticulitis pocket') in a 40-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included headache, migraine, chest pain, diverticulitis, high cholesterol, ectopic pregnancy, hyperlipidemia and vitamin d deficiency. CT scan demonstrates evidence of sigmoid diverticulitis without perforation or abscess. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included depression since 2014, irritable bowel syndrome since 2000, smoker, nickel sensitivity, gerd, knee arthritis, left lower quadrant pain, vomiting, cramp in lower abdomen, haemorrhagic ovarian cyst and morbid obesity. Concomitant products included ondansetron (zofran) for nausea as well as ciprofloxacin, duloxetine hydrochloride (cymbalta) from 2012 to 2014, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin) from 2013 to 2015, magnesium since 2014, metronidazole, omeprazole, pregabalin (lyrica), tramadol since 2015, vitamin d nos (vitamin d) since 2015 and zolpidem since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural haemorrhage ("bleeding during essure implant") and procedural pain ("cramping during essure implant"). In 2010, the patient experienced malaise ("felt sick all the time"). In 2012, the patient experienced neuropathy peripheral ("peripheral neuropathy/neurological conditions or problems type: peripheral neuropathy,") with hypoaesthesia, burning sensation and paraesthesia. In 2013, the patient experienced diverticulitis (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia. In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced nausea ("nausea") and abdominal pain ("pain in abdomen / spasm in my right side"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pain ("pain everywhere"), hyperhidrosis ("sweating"), muscular weakness ("muscle weakness"), gastrointestinal disorder ("bowel problem"), bladder disorder ("bladder problem"), dyspepsia ("digestive problem"), cyst ("had cyst"), allergy to metals ("allergic to nickel"), anxiety ("and have anxiety"), pain in extremity ("I cannot tolerate socks, do you also have shooting pain? I have peripheral neuropathy in both feet") and central nervous system lesion ("I also have lesions on my brain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, procedural haemorrhage, neuropathy peripheral, procedural pain, nausea, pain, hyperhidrosis, fibromyalgia, vaginal haemorrhage, menorrhagia, abdominal pain, muscular weakness, gastrointestinal disorder, bladder disorder, dyspepsia, cyst, anxiety, pain in extremity and central nervous system lesion outcome was unknown, the diverticulitis and malaise had not resolved and the genital haemorrhage, dyspareunia and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, anxiety, bladder disorder, central nervous system lesion, cyst, diverticulitis, dyspareunia, dyspepsia, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hyperhidrosis, malaise, menorrhagia, muscular weakness, nausea, neuropathy peripheral, pain, pain in extremity, pelvic pain, procedural haemorrhage, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details,:right tube:3 coils visible. Left tube: 4coils visible. Concerning the injuries reported in this case, the following one were described in patients medical record confirming:abdominal pain concerning the injuries reported in this case, the following ones were reported via social media: dyspepsia, bladder disorder, muscular weakness, gastrointestinal disorder, cyst, allergy to metals, anxiety. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information and event "an ectopic pregnancy,device ineffective" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.